Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the j1 battery connector pins were broken on the defibrillator board. The cause of the inability to power on is the broken pins. The root cause of the broken pins cannot be positively identified. No adverse event resulted from the broken connector pins.

Event description:
A us distributor returned a monitor indicating that it would not power on.